Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 51-58 mg/dl; cause was not known. Juice and honey were consumed to address bg. Recommendation was made to consult a healthcare provider regarding diabetes management.